Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1gk4y implanted: (B)(6) 2017 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their healthcare provider (hcp) broke one of the leads off their back for the previous lead and that they were only told about this for 6 weeks since they had their new ins. The patient stated that their current urologist told them that there was more research regarding the lead that would allow them to have an MRI with their current ins. The agent reviewed MRI compatibility information and offered to walk the patient through activating MRI mode to confirm their eligibility, but the patient stated that they had macular degeneration and may need to call back when they had someone to read the screen for them.